Event description:
The physician was doing a selective angiography to diagnose a possible auerysm. The catheter was in place at the basilar tip, and the physician was doing some manipulation with the wire and catheter. When the physician checked the fluoroscope he could not see the tip of the catheter. He realized that it had detached and found it in the posterior communicating artery. The pt was hospitalized but did fine and no intervention is planned.